Manufacturer narrative:
Device evaluation: the marathon micro catheter was returned for analysis and the clinical observations were confirmed as the returned marathon micro catheter was found to be punctured. No issues were found with the marathon micro catheter hub. No onyx residue was found within the marathon micro catheter hub. No bends or kinks were found with the marathon micro catheter body. The marathon micro catheter distal end appears to be bent. The appearance of the bent distal tip is consistent with shaping. The marathon micro catheter was found to be punctured at ~0.5cm from the distal tip. No ¿ruptures¿ were found with the marathon micro catheter. The marathon micro catheter was flushed, and water exited from the distal tip. No other anomalies were observed. The cause for the reported puncture could not be determined. Catheter puncture can occur due to resistance or if the distal portion of the micro catheter is kinked or prolapsed during insertion of the guidewire. Follow-up attempts were made to obtain additional information; however, no further information was available. Per the marathon IFU (instructions for use): ¿the catheter may be advanced through the vasculature by gently pushing the proximal shaft. It is recommended to use a guidewire during navigation to reduce the risk of catheter kink or prolapse. Never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. Warning: verify catheter integrity prior to re-inserting guidewire or injecting embolic material to prevent vascular damaged or unintended embolization. Catheter integrity is verified by angiographically confirming that contrast agent is exiting only from the catheter tip while viewing the entire distal section of the catheter.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The microcatheter is expected to be returned for analysis, however, it has not been received. Upon completion of the device analysis a supplemental report will be submitted. MDR linked events: 2029214-2017-00904 2029214-2017-00905.

Event description:
Medtronic received report that during the cerebral arteriovenous malformation embolization procedure, the microcatheter was navigated to the target area and started injecting of the liquid embolic material. It was soon realized that the liquid embolic material was leaking near the tip of the microcatheter. It was suspected that a hole was present at the tip of the microcatheter. Therefore, the microcatheter was exchanged for a new one. There was no patient injury.